Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was further reported that the rv lead was capped.

Event description:
It was reported that alerts were triggered due to fluctuating right ventricular (rv) pacing and superior vena cava (svc) impedances. There was also a number of short interval counts (sic) and it was determined that the rv lead experienced an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.